Event description:
The customer called philips for the device not passing self test. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.